Event description:
Pre treatment pt denied any compliants. 3-1/4 into treatment pts temp up from 98 degrees f to 100.9 f with evident chills & rigors. Blood cultures & pyrogen testing drawn. Physician pyrogen testing drawn. Physcian notified pt taken of dialysis treatment & d/c to home. No evidence of infection with pt.